Manufacturer narrative:
(B)(4). Method:the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Due to the current outbreak of the coronavirus and the risk of infection, only photographs of the complaint device was received. Therefore, our investigation is based on the findings of our visual inspection of the provided photographs and our knowledge of the product. Results:visual inspection of the photography provided by the customer confirmed a hole in the chamber aluminium base. Conclusion: without the complaint device, we are unable to determine what had caused the reported event. However, it should be noted that flolan was used as a nebulized drug. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use usp sterile water for inhalation or equivalent."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber base plate had a pin-hole and water was leaking through the pin-hole during use. The hospital further reported that a nebulised drug flolan was administered. There were no patient consequences.